Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify rewind and missing segment/partial display due to detached end cap. However, moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump bottom part was protruding. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. Customer stated they changing the bottom portion and changing the set and when connect the tubing, the gray part was coming out. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.